Event description:
On (B)(6) 2011 I implanted "mentor smooth md moderate plus profile gel" breast implants in (B)(6) by (B)(6). By 2013 I had a capsular contracture on my right breast. I started to have severe stomach problems. In 2015 I had an endoscopy performed and they could only diagnose gerd. I also started having severe joint pain, and high rheumatoid levels in blood work. Severe inflammation. I ended up having surgery on my right elbow in 2018. I had suffered from a frozen shoulder since 2017. I developed food intolerances. In 2013 I started having severe migraines. Daily headaches also occurring. Chronic and severe back and neck pain. Severe tmj while sleeping at night. Bouts of depression during this time. I have been treated by several different drs who could find no cause for all these ailments. After my drs and many tests and treatments, I decided to explant the breast implants. On (B)(6) 2019 I explanted with full enbloc of capsules. I have not had any joint pain, back or neck pain, stomach issues or migraines since that date. FDA safety report ID# (B)(4).